Event description:
The customer reported drops of diluent leaked on the counter each time the probe wipe stopped functioning involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the probe wipe rinse block was leaking and the latron primer was out of range. The fse adjusted the sheath, the sample pressure, and the latron parameters in order to pass the latron primer. The fse observed the probe wipe block was misaligned, which caused the fluid leak. The fse realigned the probe wipe block and resolved the issue. Service activity was verified per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).